Event description:
It was reported that a pt's ureter was perforated when pushing the benson wire out of the opening of the whistle tip ureteral catheter. The dr feels that the opening on the whistle tip has changed. When pushing the wire out of the tip of the ureteral catheter, it usually slides easily out of the whistle tip at about a 45 degree angle. Over the past yr, the dr reported he has noticed that it is much more diffcult to push the wire out of the whistle tip and it is coming out at about a 90 degree angle. It is like the angle of the opening has changed. The dr uses an 035 benson guidewire. In this particular case, the dr perforated the pt's ureter, when he was pushing the wire out because he had to push harder to get the wire out of the whistle tip, and when it finally slid out, the ureter was perforated. He finished the case and the pt is fine and no further complications were reported.

Manufacturer narrative:
The actual unit involved in the complaint was not returned for eval. Two unused units with different mfg lot numbers were returned and evaluated. The units were opened and inspected for defects. The two catheters met product specs and were the correct size per the product labeling. The whistle tips on both catheters appeared normal and guidewires were placed through both catheters without difficulty. The opening at the end of the whistle tip is intended to pass fluid to perform a pyelogram. Therefore, the only functional requirement of the whistle tip is that it be patent and allow fluid to pass. As a result, the product is not intended to be used with a guidewire and a guidewire patency check is not a requirement of our inspection criteria. We do MFR an open tip ureteral catheter that would be better suited for use with a guidewire than other catheters. Because catheters with the specific tip configurations are not intended to pass guidewires, the tips may vary considerably and still meet the product specification of passing fluid. Some of these catheters may in fact pass a guidewire, while others may not. All ureteral catheters commercialized prior to 1980 or prior to the commercialization of open tip catheters are not compatible with a guidewire. During that time period, guidewires were not used to gain access to the ureter and all of these catheters have some kind of tip, which closes the end of the catheter and were intended to minimize perforation of the ureter. As a result, all of the catheters with specific tip configurations are not indicated for use with a guidewire in the product's instructions for use.